Manufacturer narrative:
(B)(4). The unknown tap was not returned to the customer quality unit for evaluation. A review of the device history record (DHR) could not be conducted as the lot number was not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device we are unable to confirm the reported issue or identify the root cause. No further action is required based on the available information. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported 5 mm viper tap broke off in patient bone.